Event description:
It was reported the physician noted oozing at the pt's ipg site during suture removal. The pt was referred to another physician who opted to explant the system due to infection. F/u info identified the pt was on oral antibiotics.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.